Event description:
It was reported that the reservoir leaked insulin. The reservoir leaked insulin in the reservoir compartment. The blood glucose reading is 400 mg/dl. Customer had treated with manual injections. The leak is past the second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.